Event description:
Post sapien xt deployment in a failing heavily calcified homograft, 2+ paravalvular leak (pvl) was observed. An amplatz plug was placed and the pvl was resolved to mild. The patient presented with a failing heavily calcified homograft and 3+ aortic regurgitation. Bav with angio was performed via a 22mm x 6cm balloon under rvp. Upon full inflation the tyshak balloon burst due to the calcification; however angio was successfully obtained and showed a ¿dog bone¿ waist with trace-mild leak with adequate coronary perfusion. A 23mm xt on a novaflex+ delivery system was positioned 50:50 to the homograft suture line. However, during deployment the calcified homograft pushed the xt into the lvot; 10/90 a/v(as appreciated by angio) with simultaneous balloon rupture. The patient became hemodynamically unstable and emergent intubation was performed. A tee probe was also inserted at that time. Under rvp, a second 23mm xt via nf+ was prepared and deployed 50:50 within the 1st valve. At the end of the inflation the second ds also burst, the valve landed 50/50 and the patient¿s condition was stablized. The nf+ ds was removed and a 23mm x 6cm z-med balloon was used for post dilatation performed under rvp to obtain maximum valve apposition. Upon angio and tee evaluation, a 2+ paravalvular leak (pvl) was observed with zero central aortic insufficiency (cai). A discussion then ensued regarding post dilation of the valve or placing a plug. It was deemed that placing a plug was the appropriate course of action. Cannulation and wiring of the channel with subsequent and successful amplatzer plug deployment was performed and the leak was reduced to ¿mild¿ as per tee and angio evaluation. The e-sheath was removed w/o incident and the lfa was closed via the indwelling proglides. The patient was transferred to the unit in stable condition. The perceived cause of the ventricular movement was the patient¿s heavily calcified homograft.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it is likely that the pvl was a result of patient factors (heavily calcified homograft) and procedural factors (balloon burst during inflation). An amplatz plug corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.